Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that prior to an unk procedure it was found that the tip of the device was already broken when it was opened. Another device was used to complete the case. No pt consequences were reported. Device will be returned.